Event description:
Case description: this serious spontaneous case from spain was reported by a consumer as "serious hyperglycaemias" beginning on (B)(6) 2017, "pen was cracked" beginning on an unknown date, "no insulin was injected" beginning on an unknown date and concerned a (B)(6) years old male patient who was treated with novopen echo (insulin delivery device) from 2016 and ongoing due to "type 1 diabetes mellitus". At the moment of event the force needed to inject feel same as usual but it was observed that no insulin was injected. The patient's father reported that he was trained by a health care professional in the use of the novopen echo and was using a new needle in every injection. Also reported that the electronic display of novopen echo was correct. Patient's father also reported that novopen echo was never cleaned. At the moment of the report the patient was using novorapid flexpen and the event abated. Also reported that novopen echo was ongoing. Action taken to novopen echo was reported as no change. The outcome for the event "serious hyperglycaemias" was recovered. The outcome for the event "pen was cracked" was not reported. The outcome for the event "no insulin was injected" was not reported. No further information available. Investigation results: name: novopen® echo®, batch number: evg4140-1 the electronic register was checked. No remarks. Visual and functional examinations were performed. Both snaps were broken off the cartridge holder. It was not possible to test the pen with cartridge and needle as the cartridge holder was damaged. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. If the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. Confirmed both snap connections on the cartridge holder were broken off and it was impossible to mount the cartridge holder on the pen. Consequently the pen could not be used. The fault was caused by an error in novo nordisk a/s. Since last submission the case was updated with the following: new event "no insulin was injected" was added. Suspect device novopen echo batch added action taken with novopen echo was changed to "no change". Laboratory data updated. Narrative updated accordingly. Manufacturer's comment. Investigation results. Manufacturer's comment: (B)(6) 2017 the suspected pen was returned to novo nordisk for the investigation. The suspected pen is part of the pen batches affected of novopen 5/novopen echo recall (ref. # (B)(4)) and the cartridge holder was found to be broken. It is possible that the broken cartridge holder could have contributed to the experienced adverse event.

Event description:
Serious hypoglycaemias [hypoglycaemia]. Pen was cracked [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "serious hypoglycaemias" beginning on (B)(6) 2017, "pen was cracked" beginning on an unknown date and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from 2016 due to "type 1 diabetes mellitus". Patient's height, weight and body mass index: not reported. Medical history includes type 1 diabetes mellitus since 2011. Concomitant drugs included novorapid penfill (insulin aspart) solution for injection, 100u/ml, --/--/2016 to unk historical drugs included - novorapid (insulin aspart), levemir (insulin detemir) and lantus (insulin glargine). It was reported that, in 2011, patient was diagnosed as type 1 diabetic. On (B)(6) 2012, patient initiated the treatment with novorapid. He received concomitant treatment (levemir at the beginning switched to insulin glargine on unknown date). In 2016, the patient initiated the treatment with novorapid penfill using novopen echo. On (B)(6) 2017, patient presented with serious hypoglycaemias (values of glucose: 296/310 units not reported) because the pen was cracked. At the moment of the report the patient was using novorapid flexpen and the event abated. Action taken to novopen echo was reported as product discontinued. The outcome for the event "serious hypoglycaemias" was recovered. The outcome for the event "pen was cracked" was not reported. Company comment: in this case the event was reported as severe hypoglycaemia, however the blood glucose values reported 296/310. The units of blood glucose were not reported and more information is needed to confirm the diagnosis.

Event description:
Case description: on (B)(6) 2017, a correction was performed. Since last submission, the following information has been corrected: information corrected in relevant lab data. Patient code corrected.